Event description:
Additional information was attained. The patient was implanted (B)(6) 2008 and an eos check was made (B)(6) 2012. Diagnostic testing showed dcdc 2 and 51% duty cycle. The patient was having refractory seizures 3-5 episodes per day prior to and after implantation of the vns. Seizures mostly partial complex and their last grand mal seizure was (B)(6) 2012. Their medications have continued to be adjusted to stabilize the patient's condition and reduce poly pharmacy. Their dosage of banzel 400mg was increased 1/2 tablet twice day at their last visit. Their vns device has not been adjusted since (B)(6) 2010.

Event description:
On (B)(6) 2013 it was reported that the patient¿s generator was replaced on (B)(6) 2013 for prophylactic reasons. Attempts were made for the return of the explanted generator for product analysis but it has not been received by the manufacturer to date.

Manufacturer narrative:
Date of event: corrected to (B)(6) 2012 from (B)(6) 2012.

Event description:
It was reported that the explanted generator had been discarded by the hospital and therefore cannot be returned for product analysis.

Event description:
On (B)(6) 2012, the manufacturer received a fax where it was requested that the battery life on the patient's generator be checked as the patient was having an increase in seizures. The patient's settings on (B)(6) 2012 were 2/30/250/60/1.1/2.25/250/30 and diagnostics performed gave results within normal limits and did not indicate the device was at end of service. The seizure frequency before the vns was placed in the patient is unknown at this time. A battery life calculation performed by the manufacturer indicated that the patient's generator is not currently at end of service. Good faith attempts for more information are being made.